Event description:
The event is reported as: complaint alleges: the catheter broke at the funnel with the balloon still inside patient and will be surgically removed after he has recovered from original surgical procedure. Patient was re-catheterized without problem. Requested additional information.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.